Event description:
Patient presented on (B)(6) 2012 with left knee pain. Patient reported residual pain and clicking following hemicap implantation on (B)(6) 2011. Patient reported a recent incident while descending stairs, after which pain level increased. Radiographs were taken and suggest a fracture of the articular component. At latest follow-up, patient is not in considerable pain and is not seeking additional surgery to remove or revise the implant. To note, the arthrosurface hemicap trochlear articular implant was not implanted with the indicated mating arthrosurface patella component. A larger patella component from a different manufacturer was chosen to be implanted by the physician.

Manufacturer narrative:
It was discovered during a recent FDA audit that the supplemental information received was not submitted as a follow-up report to the medwatch 3004154314-2012-00002. Follow-up submitted 9/25/2015. The patient was revised to a total knee arthroplasty on (B)(6)2012 the arthrosurface implants were removed and the revision procedure was performed without issue.

Manufacturer narrative:
The device remains in the patient and was evaluated by radiograph only. The cause of the fracture is unknown. Expiration date: 05/01/2015, manufacture date: 07/01/2010.